Event description:
Information received indicates the head section will not move up or down.

Manufacturer narrative:
The technician found the shroud cover was engaging the CPR handle because a washer was missing on a screw that holds the cover down. The technician installed a washer to repair the bed.